Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
An implantable pulse generator (ipg) system was returned from (B)(6) funeral home with no information. Information identified in the manufacture¿s database indicated the patient died approximately 9 months post implant of the ipg system, almost 5 years ago.

Manufacturer narrative:
The device(s) associated with this adverse outcome were returned from a funeral home with no information. The cause of death was unknown. The patient died greater than two years from today. No contacts/events regarding the system have ever been received/reported. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407658 lead, implanted: (B)(6) 2008. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.